Event description:
It was reported that the patient was getting an MRI for a brain lesion. The patient had a ¿crimped¿ lead and improper impedances on one of their leads that were first noted when the patient had their system implanted in 2005. It was unclear if the issues were present across this system and the patient's previous system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please refer to manufacturer report # 3004209178-2014-16470 for information regarding the patient's previous battery.

Manufacturer narrative:
Product ID 3777, lot# n0029422, implanted: 2005 (B)(6); product type lead product ID 3777, lot# n0029422, implanted: 2005 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37711, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 37711, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).